Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer leaked about 10 cubic centimeters of diluent / blood onto the counter. Customer reported the leak was coming from the needle area of the analyzer. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the needle vent line had disconnected from the needle and caused the leak. The fse replaced the vent line and resolved the leak.

Manufacturer narrative:
(B)(4).